Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the reported insulation damage, as the outer insulation was wavy/wrinkled, the trilumen insulation was torn, and the rate/sense coils were offset. Cuts were noted through to the high voltage cable at 51 cm from the terminal pin. On the distal shocking coil, the gore covering was torn/separated at the distal end and the coil was stretched and bent at this point. The damage appeared consistent with difficulty positioning the lead during the implant procedure.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead required multiple repositioning attempts. When the physician removed the introducer and lead from the patient's body, the insulation was observed to be broken. The procedure was completed with a different lead. No adverse patient effects were reported. The lead was returned for laboratory analysis.